Manufacturer narrative:
Additional data: b5: "the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -4.50/0.5/050 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The patient experienced significant reduction of endothelial cell count. On (B)(6) 2021, the lens was explanted and the problem was resolved. The cause of this event is unknown." H6- health effect- clinical code: 4581- significant reduction of endothelial cell count. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -4.5/0.5/050 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens due to low vaulting. This resolved the problem. The cause of the event was reported as unknown.